Event description:
It was reported that a routine follow-up appointment, a right ventricular (rv) lead safety switch (lss) to unipolar sensing occurred due to a high, out-of-range pacing impedance measurement (>3000 ohms). The physician suspected potential rv insulation damage to be the cause. Provocative maneuvers were performed and did not elicit changes in impedance or noise. The physician elected to continue with remote monitoring for 6 weeks and re-assess the rv lead. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a routine follow-up appointment, a right ventricular (rv) lead safety switch (lss) to unipolar sensing occurred due to a high, out-of-range pacing impedance measurement (>3000 ohms). The physician suspected potential rv insulation damage to be the cause. Provocative maneuvers were performed and did not elicit changes in impedance or noise. The physician elected to continue with remote monitoring for 6 weeks and re-assess the rv lead. Boston scientific technical services was also contacted and provided additional recommendations for provocative maneuvers and diagnostic imaging to assess the rv lead integrity. At this time, the system remains implanted and in-service. No adverse patient effects were reported.